Event description:
Boston scientific reported: ra lead explanted due to low lead impedance, 224 ohms on (B)(6) 2021 and noted ra lead noise.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.